Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava and organ perforation. Per the inferior vena cava (ivc) filter report dated (B)(6) 2013: "the celect filter was advanced through the sheath and unsheathed and deployed in proper position with minimal tilting below the level of the renal veins".

Event description:
Per a computed tomography (CT) abdomen report dated (B)(6) 2019: "findings: there is an ivc filter in place with the apex of the filter at the renal vein inflow, slight tilt of the filter off the long axis of the [inferior vena cava] ivc less than 10? Filter legs appear intact with no evidence of any filter fracture or embolized fragment. Patency of the ivc cannot be stablished on this unenhanced exam. There is penetration of all of the filter legs beyond the caval wall, ranging from 2-6 mm".

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2013. Patient alleges to have been injured without further explanation.